Event description:
A complaint was raised by company's marketing mgr regarding catalog #rm-9102, neomarkers rabbit monoclonal anti-human progesterone receptor (pr) antibody, clone sp2 (sp2). The complaint reported the observation of false positive staining with sp2, when compared to another commercially available pr antibody. Although, the complaint of false positive staining has been raised, no death and adverse event have been reported. Our investigation of 4 batches reasonably confirmed the false positive staining problem of one specific batch, lot# 9102s509, of sp2.

Manufacturer narrative:
Although, the complaint of false positive staining has been raised, no death and adverse event has been reported. However, in the interest of ensuring user safety and welfare, since december 2006 company decided to put sp2 products on hold (stop selling and stop shipment), and an advisory notice was issued and distributed to recipients of earlier shipments. The advisory notice has also been posted on company's website. To investigate the root cause of the suspected false positive staining problem associated with 9102s509 lot, we have contacted the raw material supplier of sp2, spring bioscience. We found the supplier changed the raw material of 9102s509 lot without informing us the change. The false positive staining problem may come from the change of raw material. We will further investigate the root cause of the false positive issue and file supplemental report later. In addition, company has started another study to compare the behavior of the current batch of sp2 and a predicate device. We expect to have the result in mid march 2007 and will file a supplemental report to FDA if add'l info becomes available. In the meantime, we continue to hold and not sell the sp2 product.